Event description:
It was reported that the pump battery could not be charged. There was no adverse impact. The customer declined further troubleshooting at this time. No additional information was provided.